Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50serial number: (B)(6). Batch/lot number: 462921. Model/catalog description: linear st lead kit 50 cm unique identifier (UDI):(B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. No additional information is available at this time.